Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Device has been explanted.

Event description:
Physician has provided diagnostic MRI report showing "small trace of physiological fluid around right intact prosthesis. Extensive susceptibility artifacts caudally in breast". Device remains implanted.

Manufacturer narrative:
Phone (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.